Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella purge cassette was not detected during implla 5.5 support. The cassette was exchanged without success. The automated impella controller (aic) was exchanged, and purge cassette was detected on the new aic. There was no harm to the patient.

Manufacturer narrative:
The investigation for the pump not detected issue has been completed. Console logs from the reported day of event revealed that purge cassette was detected, but purge disk detection was intermittent, resulting in multiple ¿purge disk not detected¿ alarms, which presumably prompted the staff to repeatedly remove then reinstall the purge cassette and disk in attempts to resolve the issue. The console was returned for evaluation and inspected, and damage to the purge disk detect flag and disk retainer were observed. The cause of the issue was a defective component. D.9 device return date/information was added. A.3 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24062. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24062 was submitted in accordance with updated procedures. H.6 revised health effect - impact code as an incorrect code was reported on the initial manufacturer device report number 1220648-2024-24062.